Event description:
Leaking PICC. Removed and replaced PICC.

Manufacturer narrative:
There were three occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2026-00043, 2245270-2026-00045. The malfunctioning devices have been returned to vygon, where the reported issues will be assessed upon receipt as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.